Event description:
Otc(over the counter) heating pad spontaneously caught fire while charging. It burst and burned itself rendering the product useless. Individuals could have been severely burned/harmed/ or killed if it caught fire while patient was using it. It could have also set the house on fire potentially injuring or killing others in the household.